Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4 (device manufacturer date), and h6 (type of investigation, investigation findings and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of eight years, two months due to stenosis. The tmvr was performed with a 29mm 9600tfx valve. The patient was transferred to step-down in stable condition. The patient was discharged the same date of procedure.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, and h6 (type of investigation).

Event description:
It was reported that a patient with a 31mm 7300tfx mitral valve underwent a valve-in-valve procedure after an implant duration of eight years, two months due to stenosis. The tmvr was performed with a 29mm 9600tfx valve. The patient left the or with stable vitals and transported to recovery.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.